Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had to use more force when dispensing insulin from the syringe into the cartridge. The customer was able to fill the cartridge without changing the supplies. The customer's blood glucose level was not impacted.